Event description:
Boston scientific crm received information that the patient with this implantable right ventricular (rv) defibrillation lead presented to the emergency department two days post implant. The patient reported loss of pacing therapy. Upon interrogation there was loss of capture in the rv. The lead had dislodged and was successfully repositioned. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.